Event description:
Information received a smiths medical breathing/portex general anesthesia masks had foreign material on the outer tubing. The report indicated during the pre-use check, the customer found some black and white dots on the product surface. Reported then the product was not used. No patient injury .

Manufacturer narrative:
Other, other text: additional information added to h6 and h10. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation and was forwarded to the supplier for analysis. Visual/functional testing and root cause analysis were performed at the supplier. One opened mask was returned. The cushion of the mask was deflated, but no tears were found. The root cause of the reported issue was found to be unknown. Actions were taken to mitigate the reported issue: are unknown.